Manufacturer narrative:
H.6. Investigation: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation revealed no visible damage to the pen. The sample was tested for functionality through dose set knob (dsk) push force test (test instruction it1182) and by performing sample injections. The returned complaint pen met dsk push force test specification. The pen functioned as intended during the sample injections. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that they were unable to deliver medication during injection with a bd pen ii mylan¿ 3.0ml. The following information was provided by the initial reporter: on 27/apr/2019 at 07:11 pm, a pc report was received via email from a coc nurse stating, "I have a problem one of my pens isn't working." "I went to prime and it isn't working." "Thankfully I still have one left." Follow-up initial: on 29/apr/2019 at 11:41 am, a call was made to the consumer. She stated that her pen did not work several times. She stated that she was not able to find the ndc# and lot# for the pen either on the box or on the pen. She stated that the complaint sample (pen received 2-3 month ago) was available for return. She confirmed her address. She stated that if she sends the complaint sample back, she will only have one pen left and asked if she would receive a replacement pen. Later she stated that she does receive new pens every year.

Event description:
It was reported that they were unable to deliver medication during injection with a bd pen ii mylan¿ 3.0ml. The following information was provided by the initial reporter: on 27/apr/2019 at 07:11 pm, a pc report was received via email from a coc nurse stating, "I have a problem one of my pens isn't working." "I went to prime and it isn't working." "Thankfully I still have one left." Follow-up initial: on 29/apr/2019 at 11:41 am, a call was made to the consumer. She stated that her pen did not work several times. She stated that she was not able to find the ndc# and lot# for the pen either on the box or on the pen. She stated that the complaint sample (pen received 2-3 month ago) was available for return. She confirmed her address. She stated that if she sends the complaint sample back, she will only have one pen left and asked if she would receive a replacement pen. Later she stated that she does receive new pens every year.

Manufacturer narrative:
The following fields have been updated with additional information: d.4. Medical device lot #: 16218001.

Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. Initial reporter phone #: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that they were unable to deliver medication during injection with a bd pen ii mylan¿ 3.0ml. The following information was provided by the initial reporter: on (B)(6) 2019 at 07:11 pm, a pc report was received via email from a coc nurse stating, "I have a problem one of my pens isn't working." "I went to prime and it isn't working." "Thankfully I still have one left." Follow-up initial: on 29/apr/2019 at 11:41 am, a call was made to the consumer. She stated that her pen did not work several times. She stated that she was not able to find the ndc# and lot# for the pen either on the box or on the pen. She stated that the complaint sample (pen received 2-3 month ago) was available for return. She confirmed her address. She stated that if she sends the complaint sample back, she will only have one pen left and asked if she would receive a replacement pen. Later she stated that she does receive new pens every year.